Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated potassium result on a dimension vista 1500 instrument. Hsc has reviewed the information provided by the customer and the instrument data. Instrument checks performed by the siemens customer call center (ccc) were acceptable. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. Reprocessing of the same sample yielded expected results. A potential product issue has not been identified. The system is fully functional. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient plasma sample on a dimension vista 1500 instrument. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated potassium result.